Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On 06/09/2024, the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, scar and infection under entire patch area. On 06/11/2024, the patient was taken for urgent care to the hospital and there they prescribed mupirocin (ointment), triamcinolone (ointment), cephalexin (oral antibiotic). And referred the patient to the allergist on 06/12/2024 to add a prescription of betamethasone (ointment). At the time of the report the patient was fine but still sore. No additional patient or event information is available.